Event description:
The customer reported that the latch spindle is breaking and the rail broke where it locks into the housing. There was no patient involvement or adverse consequence reported.

Manufacturer narrative:
The customer placed a service parts order and completed the repair themselves prior to eval by a stryker tech.